Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and high impedance. It was also noted that the lv threshold continued to rise. The lead remains in use. No patient complications have been reported as a result of this event.